Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for vacuum deficiency with the incident lot was observed. Bd sales associate visited customer site and it seems the issue was not due to the tube but the syringe needle. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for vacuum deficiency with the incident lot was observed. Root cause description: without the actual samples, a definitive root cause cannot be determined rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had underfill during use. The following information was provided by the initial reporter: partial draw from vacuum deficiency.

Manufacturer narrative:
Initial reporter: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had underfill during use. The following information was provided by the initial reporter: partial draw from vacuum deficiency.